Event description:
Stapler #1- stapler was opened and placed onto the surgical field. The doctor went to fire the stapler and the metal pin would not deploy. The staple load was checked by the scrub person and it would not slide any further into place. The handle also would not squeeze into place. The problem was noted and the stapler was discarded from the field before use.stapler #2- the second stapler was opened and placed onto the surgical field and put into place by the doctor. It appeared to fire correctly (the pin did deploy and the handle appeared to work correctly), however when the stapler was removed there was bleeding along the staple line locations where the staples were missing. The staple line was not completed by the stapler. This caused increased blood loss and the surgeons to have to repair the bleeding area.manufacturer response for stapler, surgical, dst series ta: awaiting response. Manufacturer response for stapler, surgical, dst series ta: awaiting response.